Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported touch screen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered, but the customer reported no patient harm.

Manufacturer narrative:
Date rec'd from MFR: 16oct2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse provided the customer with the part number for a replacement touch screen. Multiple attempts have been made to contact the customer regarding additional information about this case and the repair status of this unit, but to date the customer could not be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.